Event description:
It was reported that battery charge sometimes displayed incorrectly or dropped suddenly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding further actions or resolution of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.